Event description:
Additional information obtained that the surgical facility's policy is to discard all explants, so product return is not expected.

Event description:
The patient has experienced an increase in seizure frequency recently and was referred for a replacement. Patient underwent full revision surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.